Event description:
It was reported that an asymptomatic, dependent patient presented in-clinic with several noise induced electrograms. The noise events could not be reproduced with isometrics. Clinician will make the recommended programming changes. On (B)(6) 2017, patient was seen in-clinic again, and no further episode of noise was observed. Lead remains implanted.